Manufacturer narrative:
(B)(4). Additional information was received from the customer indicating the patient was sent to a skilled nursing facility upon discharge for rehabilitation. They have also reported "pt was originally scheduled for a cerebral angiogram and embolization of r pcomm artery aneurysm in interventional radiology. The patient experienced a r radial artery spasm resulting in the inability to remove the catheter. The pt had to transferred to the cvor for a r brachial arteriotomy with removal of foreign body and primary closure." The customer reports patient taken to surgery for removal without incident. No damage to extremity. No change in the course of care for the patient. Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (0300240000-2020-8002) "during placement of a left subclavian central line by a surgeon, when the guidewire was pulled out after placing the catheter, it was difficult to remove. When removed, the wire was found to be frayed/unraveled. A new guidewire was used to ensure correct placement of the catheter and a chest x-ray was taken to look for any part of the guidewire that may have been retained. Per the radiologist, "no metallic radiopaque foreign body identified". Packaging and wire given to manager and sequestered". Additional information received that indicates the patient required surgery to remove the device.

Manufacturer narrative:
(B)(4).

Event description:
According to the medwatch ((B)(4)) "during placement of a left subclavian central line by a surgeon, when the guidewire was pulled out after placing the catheter, it was difficult to remove. When removed, the wire was found to be frayed/unraveled. A new guidewire was used to ensure correct placement of the catheter and a chest x-ray was taken to look for any part of the guidewire that may have been retained. Per the radiologist, "no metallic radiopaque foreign body identified". Packaging and wire given to manager and sequestered". Additional information received that indicates the patient required surgery to remove the device.